Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The patient had suffered with an acute myocardial infarction and underwent an emergency percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced to pre-dilate the lesion. During the procedure, when the balloon was removed from the patient, the catheter fractured. The catheter was then slowly withdrawn from the patient's body through a non-boston scientific sheath, and no harm was caused to the patient. The balloon was replaced with a new transluminal coronary angioplasty balloon, and the procedure was completed. The patient remained stable post-procedure.